Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 376 mg/dl. As the customer changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to determine the causer of the occlusion was unable to be performed. The contact indicated that another type of infusion set was going to be used.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.